Event description:
It was reported that there was a battery depletion (bd) fault code. Technical services (ts) performed a data analysis and found that the device power consumption is increasing. Ts recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was a battery depletion (bd) fault code. Technical services (ts) performed a data analysis and found that the device power consumption is increasing. Ts recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported. Additional information was received indicating the patient expired. There were no product performance anomalies reported at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device did not trigger elective replacement indicator (eri) or end of life (eol) battery status while implanted. It was noted that therapy had not been programmed off prior to the explant, resulting in many episodes being stored post-mortem. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.